Event description:
It was reported that a kink occurred during recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed too proximal. A full recapture was attempted; however, the was kinked at this time. The system was pulled across the septum. No patient complications occurred. The patient was fine. The procedure was successfully completed with another was and different size closure device.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a bloody watchman truseal access system with a watchman delivery system in the sheath. The devices were separated during the lab analysis. Analysis of the tip, sheath and hub/valve consisted of microscopic and visual inspection. Inspection revealed sheath buckling (kinks) located 2-8cm that started at the 2cm from the tip, and tip damage (stretched/misshapen/delamination). Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that a kink occurred during recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed too proximal. A full recapture was attempted; however, the was kinked at this time. The system was pulled across the septum. No patient complications occurred. The patient was fine. The procedure was successfully completed with another was and different size closure device.